Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01106, 2134265-2014-01098 and 2134265-2014-01105. (B)(6) clinical study. It was reported that in-stent restenosis (isr) and chest pain associated with nausea, shortness of breath and diaphoresis occurred. In (B)(6) 2010, the patient presented with chest pain and had non-st myocardial infarction. Left heart catheterization was then performed. Vascular access was obtained via right femoral artery utilizing a modified seldinger technique using a 6f sheath. The 99% stenosed, focal target lesion was located in the distal lad. A 6f non-bsc guide catheter was advanced over the non-bsc guide wire to the aortic root and engaged the left main artery and multiple angiograms were obtained. Heparin drip was administered. After crossing the distal lad using a non-bsc guide wire, a 1.5mm x 12mm apex balloon catheter was inflated at 6 atmospheres for 180 seconds. A 2.25 x 8mm taxus atom stent was then implanted at 4 atmospheres for 20 seconds. Post-dilation was performed using a 2.5mm x 12mm quantum apex balloon catheter at 4 atmospheres for 20 seconds and additional dilation was made using a 2.5 x 15mm quantum apex balloon catheter at 8 atmospheres for 20 seconds. The 2.25mm x 12mm taxus atom stent was then implanted proximal to the previously placed stent and post-dilatation with a 2.5mm x 15mm apex balloon catheter was performed at 12 atmospheres for 30 seconds. Following post dilatation, good angiographic result was obtained with 0% residual stenosis. The procedure was completed with a 6f non-bsc vascular closure device and the patient tolerated the procedure well. In (B)(6) 2011, the patient experienced chest pain with an intensity of 10/10 when he was walking from the bathroom to the living room which was reported with the serious criteria of hospitalization. The patient described the pain as a pressure over the left chest that radiated to the left shoulder and was associated with nausea, shortness of breath, and diaphoresis. The chest pain did not improve with nitroglycerin sublingual for 3 doses; therefore, the patient was brought to the ER via ems. The following day, the patient had a cardiac catheterization which revealed occlusion of the lad post origin of the first diagonal branch, occlusion of the left circumflex post origin of the first obtuse marginal, 99 % stenosis of the ostium of the first obtuse marginal, saphenous vein graft (svg) to posterior descending artery (pda) with multiple stents with mild in-stent restenosis, 80 % to 90 % stenosis within the pda and left internal mammary artery (lima) to lad was patent. Subsequently, the patient underwent percutaneous coronary intervention (pci) revascularization with reduction of the 80 % - 90 % stenosis of the pda to 0 % with a placement of a drug eluting stent . Pci of the ostial first obtuse marginal was unsuccessful. Recommendation were made to continue the subject on aspirin and plavix to maximize his anti-anginas including ranexa, and to do aggressive medical treatment for his coronary artery disease as well as a diuretic for his elevated left ventricular end-diastolic pressure. Two days post procedure,the outcome of the event is recovered/ resolved and the patient was discharged home.